Manufacturer narrative:
It was reported as unknown abutment screw. New information about part name was provided on (B)(6) 2017. On (B)(6) 2017 another part of the product was received.

Manufacturer narrative:
One conical abutment and one osseotite implant was evaluated. A visual inspection revealed that the returned abutment showed signs of wear consistent with use. The abutment screw is confirmed to be fractured at the top of the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies¿ instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Risks associated with the reported event are highlighted in the risk management file rm-00057-haz rev 2 ¿ restoration for the following potential failure modes: inadequate treatment planning, misunderstood or overlooked instructions for use torque applied during placement/seating exceeds recommended value clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage patient factures; bruxism, clenching, etc. A root cause for the complaint could not be determined.

Manufacturer narrative:
Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Product returned was the implant (concomitant).

Event description:
It was reported that a fractured and biomechanical overload of suprastructure of the screw. Implant was removed. Patient has been rescheduled for new implant placement.